Event description:
Note the scs system was implanted in 1991, device info is unk at this time. It was reported the patient lost stimulation coverage due to lead migration. The physician explanted the scs system and replaced with new ipg and lead. Post-operative programming provided effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.